Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, non-sustained oversensing (nso) episodes due to myopotentials were observed. Device reprogramming was recommended. The patient was stable and will be monitored.